Event description:
A surgical tech reported that a pt had a multifocal intraocular lens (iol) exchanged for a monofocal lens model. The lens was exchanged because the pt did not adapt to the lens, and was experiencing ghost images. In a f/u, the surgeon reported that the event resolved with the treatment (iol exchange).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionaire has not been received. (B)(4).